Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Both an is-1 gauge pin and an is-1 lead were inserted into and retracted from the header without difficulty. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. A series of electrical tests were also performed, and again, normal device function was observed. The device header was then disassembled and both the inner and outer seals were inspected. Evidence of silicone to silicone bonding was found in the ventricular channel of the outer seal rings.

Event description:
Boston scientific received information that during a recent upgrade procedure when this device was explanted both setscrews were stuck and lead removal was difficult. The physician elected to use a bone cutter and both leads were removed and reused. To date, there have been no adverse patient effects reported.